Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The complainant reported that it was difficult placing the impella 5.5. Impella would not make the transfer from the subclavian artery into the aorta. This took about 20 minutes, in the end the impella was pulled back into the graft and advanced again under a different angle to make the pass. During the or for CABG, a full collapse of the left ventricle (lv) occurred. This could only be managed by changing to p0 to allow the lv to fill and then slowly ramping up the impella again. The position of impella was toward the septum but free in the lv. Back in ICU when the impella was ramped up the collapse happened again with another episode of severe hypotension and increasing cvd pressures. When it was ramped down the patient had severe hypotension and lactates continued to increase with a completely akinetic lv. The decision was made to escalate to ecpella. ECMO was placed on near to maximum flow. Impella was still needed because the av was not opening. Impella was successfully repositioned towards the apex. Regulatory report required for this event.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: warnings & cautions: cautions: ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿

Manufacturer narrative:
The investigation of vascular damage - peripheral vessel, positioning issues, and vf/vt/af/at has been completed. The impella device was not returned for evaluation. Vascular damage - great vessel: clinical details reported that once the patient was back in the ICU after a CABG and impella insertion, 1500cc of blood was lost through the pericardial drains. They were brought into the or for a thoracotomy, and diffuse bleeding was noted, but no apparent source was found. Product was not returned for investigation. Clinical details did not report the source of the bleed, and the patient had several procedures that have potential to be related. Additionally product was not returned for investigation. For these reasons, the root cause of the vascular damage could not be determined. Positioning issues: data logs were reviewed, and there was one position in aorta alarm during the case. However, it resolved after just 16 seconds, and it's unclear if it triggered around the time of repositioning or not. Since insufficient clinical details were provided regarding the cause/timing of the complication and product wasn't returned, the root cause of the positioning issue could not be determined. Vt/vf: clinical details reported that the patient had to be defibrillated on (B)(6) 2025 for vf and then later shocked for af. Additionally, they had to be defibrillated on (B)(6) 2025 for at. Cardiac arrythmia can be reported during impella support. To make a determination as to the cause of the cardiac arrythmia, the following clinical information must be considered: ¿patient's medical history, including any pre-existing cardiac conditions, previous episodes of arrhythmias, or structural heart disease. ¿timing of the arrythmia event in relation to impella support (during or post-implant). ¿electrocardiogram (EKG) recordings of the arrhythmia episodes. ¿evaluation of any underlying electrical disturbances, such as qt prolongation or electrolyte imbalances. ¿assessment of hemodynamic instability during the arrhythmia, including blood pressure and cardiac output measurements. ¿presence of other potentially contributory factors, such as medication changes, ischemia, or electrolyte abnormalities. ¿response to any antiarrhythmic treatments or interventions during the event. ¿any documented device-related issues or complications during impella support. ¿evaluation of potential triggers or precipitating factors, such as catheter manipulation, reperfusion injury, or increased myocardial oxygen demand. ¿review of any concomitant medications that may influence cardiac electrophysiology with a returned impella, the device can be inspected for any burrs or rough edges that may contact the heart wall. To determine the true root cause of the vt/vf, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the vt/vf was not determined. B5 additional information inadvertently omitted on the initial manufacturer device report number 1220648-2025-28200. H6 health effect - clinical codes 1729, 2130, 2095 and health effect - impact code 4647 were inadvertently omitted on the initial manufacturer device report number 1220648-2025-28200. H6 health effect - clinical code 4441 was erroneously entered on the initial manufacturer device report number 1220648-2025-28200. New code entered 1888.

Event description:
It was further reported that that the patient while on impella support had to be defibrillated once for ventricular fibrillation (vf) and was shocked once for atrial fibrillation (af). Four days later the patient was defibrillated for atrial tachycardia.